Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2009-06053. It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The 70% stenosed lesion being treated was located in the mildly tortuous, moderately calcified mid left anterior descending (lad). The physician deployed a 3.5x16mm veriflex stent at 18 atms, a small dissection occurred proximal to the stent. A 3.50x8mm veriflex stent was deployed at 14 atms to cover the dissection and another dissection was noticed proximal to the 3.50x8mm stent. A second 3.5x16mm veriflex stent was deployed at 12 atms to cover the second dissection. No pt complications were reported. Pt's status reported as "ok".